Manufacturer narrative:
The event occurred in canada. Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for compact plus system . Strips not available for return.

Event description:
Caller reported symptoms of hypoglycemia, then had mobile system blood glucose results of 5.8 mmol/l, 7.9 mmol/l, and "in the 6's" mmol/l, compact plus system result of 3.2 mmol/l within 10 minutes. Customer treated the hypoglycemia. Reported no adverse event. Mobile strips not available for return, replacement sent.